Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's scs system was not providing adequate pain relief. Consequently, the patient's scs ipg was removed due to the loss of therapeutic effect. There were reportedly no complications during the procedure.